Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user alleges the solara wheelchair that was in his possession previous to the serial number provided had a bent frame.